Event description:
Patient contacted dexcom to report the sensor gave inaccurate blood glucose readings. The patient reported she fainted seven hours after inserting sensor on (B)(6) 2013. The parents of the patient administered a shot of glucagen, squirted glucose gel into mouth, and gave her orange juice. There was no medical intervention. At the time of the report, the patient was not feeling well and had an upset stomach.